Event description:
Event description guidant received information that this patient reports he had his pacemaker changed out last week, due to his heart rate going too low. He also reports that the physician did not think his pacemaker, which was included in an advisory, was working correctly, and he needed a new one urgently. He now feels great and was inquiring to technical services about general information regarding a pacemker changeout and why he would feel so much better now.